Event description:
The stapler misfired after the first use. On the second use, only half of the staples fire. On the third use, the staples did not fire at all. There was no harm noted to the patient.